Event description:
The hospital reported a malfunction which may prevent ventilation. There was no report of patient involvement.

Manufacturer narrative:
Ge healthcare's investigation into the reported occurrence is ongoing. A follow-up report will be issued when the investigation has been completed. No report of patient involvement. Unique identifier: (B)(4). Legal manufacturer: (B)(4).

Manufacturer narrative:
The software was reloaded by ge technical support to resolve the reported issue.